Event description:
New etq created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint- litigation alleges that the patient suffered severe pain, disability, physical impairment, disfigurement, aggravation of a pre-existing condition and excessive levels of chromium and cobalt. **update** (B)(6) 2014- sales rep reported revision surgery. Patient was revised to address pain and elevated metal ion levels (chromium 6.2, cobalt 10.2). There is no new additional information that would affect the investigation. The complaint was updated on: (B)(6) 2014 update rec¿d (B)(6) 2014 - medical records received. Upon revision, corrosion was noted on the trunnion. The stem remained in situ. The stem and sleeve have been added to the complaint. This complaint was updated on: (B)(6) 2014

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.